Manufacturer narrative:
Method: actual device from complaint was evaluated. Results: performance tests of the pump were completed, finding no issues or out of spec conditions. Conclusions: could not confirm the complaint. Product is in specification. No failure detected.

Event description:
Reported by the customer as: not sounding alarm when air is in the line. Pt injury: no.